Manufacturer narrative:
The returned device was confirmed to be a suction irrigator 2, catalog no.: 0250070500, based on additional information received, the lot number was reported to be 24266fg2. The lot number was unable to be confirmed as the device was not received in its original packaging. Alleged failure: smoke comes out of the marked section. It works but at the same time smoke comes out and it smells burnt. Additional information received: the incident was discovered during surgery (laparoscopic hepatectomy, laparoscopic anterior rectal resection). The first aspirator/irrigator failed after having been used several times, starting to smoke from the handle with buttons, and making the noise of constant irrigation, it seemed permanently activated without touching any button, not ceasing until the batteries were removed. The second, directly when purging the saline, and the third, also after using it, although with the latter, we were able to continue, as it was only smoking briefly that time, without the activation feint. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device emitted smoke.